Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order was not crossing over to the pyxis machine for one patient. The technical support specialist dialed into server navigated to settings and found that reverse discharge timeframe(hours) was set to 24 hours. The technical support specialist advised customer to change timeframe(hours) to 96 hours and set discharge date into future date from then and confirmed that customer should be able to see patient on station upon re-admitting patient back. The case was closed due to no reply from the user for more details on the issue. An email was sent to the customer, advising them to call the bd again if the issue still persisted. The system functioned as intended after the technical support specialist verified the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es order was not crossing over to pyxis machine. The customer reported that they had to override the system to obtain the medication. There were no adverse events or injuries reported based on this event.